Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3. Reference MFR. Report: 1627487-2014-26924, 1627487-2014-26926. The patient is implanted with a occipital (off-label) system which includes two model 3169 leads from the same lot. It was reported the patient is experiencing breakthrough pain. In addition, the patient is not receiving as effective stimulation with the permanent system as she was receiving with the trial system. The patient has effective stimulation at the doctor's office but once she leaves the stimulation is not as effective. Follow up information identified the patient is experiencing auto-reducing. Lead diagnostics showed high impedances. Reprogramming was unable to resolve the issue and surgical intervention may be pending to address this issue.